Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -10.0/2.5/097 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vaulting. On (B)(6) 2022 the lens was exchanged with the same length lens but implanted vertically; as opposed to the initial lens being implanted horizontally. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Additional information: d9: return date- (B)(6) 2023. H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic bent and deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).